Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v535394, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v585792, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v535394, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v585792, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that when the stimulation was turned off or on, the patient felt stimulation over the lead/extension connector for the right side of the brain. It was noted that the problem started on the day prior to the report. The reporter noted that the sensation stayed when the patient turned the stimulation off. It was noted that the patient had felt jolting 4 times while the reporter had been with the patient, even though the implantable neurostimulator (ins) was off. The reporter noted that the impedances came back ¿normal.¿ no trauma was reported. It was further reported that no malfunctions were seen with the deep brain stimulation (dbs) system. The health care professional determined the cause of sensation to be migraine headaches. The dbs system was turned off for 20 minutes and the patient still experienced sensation. It was noted that the patient was receiving effective dbs therapy.